Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level ranged from 144-197 mg/dl. In addition, it was reported that the pump battery could not charge. Ultimately, after the pump reset unexpectedly, the pump began to charge. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.